Event description:
It was reported that the ilet user experienced frequent hypoglycemia while using the pump due to accidental multiple meal announcements, leading the user to discontinue use and manage lows with oral glucose. Symptoms included hypoglycemia with associated dizziness, shaking/tremors, and hot flashes/flushes. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user¿s caregiver and analysis of information provided by the user/third party. Investigation of this case revealed no device problem, and a use-of-device problem was identified as accidentally meal announcing, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.